Event description:
The customer reported a diluent leak of about 25 ml from the blood sampling valve (bsv) involving a coulter lh 750 hematology analyzer. The customer indicated that the instrument generated 5 psi too high, partial aspiration, and sensor detected diluted blood or non-blood sample error messages. The customer noted that the leak was caused by a loose tubing at the center section of the bsv and the customer had connected the loose tubing to resolve the leak prior to informing beckman coulter of this event. It is unknown of which tubing was disconnected at the center section of the bsv. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat and no exposure or injury was reported. Patient results were not affected and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was not dispatched for this event. The customer identified the source of the leak through troubleshooting and connected the loose tubing to resolve the issue. No further leaks were observed by the customer.

Manufacturer narrative:
The customer assessed the instrument and identified that the leak was caused by a loose tubing. The customer resolved the issue by connecting the loose tubing. (B)(4).